Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. One 8fr angio-seal vip device was returned evaluation. The hemostasis sheath was returned along with the packaged carrier tube assembly, the arteriotomy locator, and the guidewire. There was no damage or deformation noted upon visual inspection. The alleged 'pinched end' is, in fact, a manufacturing feature termed as the monofold which enables correct release of the anchor within the vessel. The carrier tube assembly was opened and inserted into the hemostasis sheath and anchor was posted an intended. The deployment was completed by manually pulling the anchor and allowing the autotamp action to complete. The device deployed as intended. The complaint cannot be confirmed. There were no anomalies or deformation noted on the device. It is likely that the customer mistook the monofold feature as a deformity. A review of the device history record of the product code/lot# combination was conducted with no findings. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the tip of the sheath component of the angio-seal was pinched on the facing end of the outer sheath component. The doctor did not want to use the product and asked for a new angio-seal. Hemostasis was achieved with a different angio-seal device. The patient and the procedure outcome was fine.